Manufacturer narrative:
Date rec¿d by MFR : 07feb2019. MFR# 2031642-2019-00707 is a duplicate of an event previously reported under MFR# 2031642-2019-00598. Any additional information will be submitted under the initially reported MFR#2031642-2019-00598. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch screen is not working. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.